Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said she feels the tubing shifted to the bottom of wicks. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. Per customer follow up information received via phone on 19sep2025, auth said the patient has had a uti and is waking up with the urine leaking. Pw did not pass troubleshooting with rep. No medical intervention was reported. No additional information provided. (Used with female wicks).

Event description:
It was reported that the patient said she feels the tubing shifted to the bottom of wicks. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. Per customer follow up information received via phone on 19sep2025, auth said the patient has had a uti and is waking up with the urine leaking. Pw did not pass troubleshooting with rep. No medical intervention was reported. No additional information provided. (Used with female wicks)

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review is not required because labeling could not have prevented the reported issue. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: b, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.